Event description:
It was reported that when using the bd pyxis¿ medflex 1000 screen was frozen, because the medbank app had been frozen and the customer could not use it to issue out medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen. A technical support specialist (tss) troubleshoot and found the application frozen on a patient profile. The user was asked to press the back button, but there was no response. The tss ended the application through task manager and relaunched it. After the relaunch, the user was able to use normally, and the application became responsive. The system functioned as intended after the technical support specialist troubleshot the device.